Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as there were remnants of white crystallized contamination evident within the air/water channels. Additional findings include; the light cover glasses and optical cover glass adhesive are worn. The distal end, insertion tube, and bending section cover adhesive was lifting. The up/down left/right angle play was inoperative. The bending angle return was not to specification. There was water leakage in the suction connector. Based on the results of the investigation, it is likely that the following led to the malfunction: consideration of the cause of the foreign material remained in the device the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from suction-connector. A device history review revealed that the device was shipped in accordance with specifications. There was no non-conformity of the device during manufacturing. This issue is addressed in the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the video scope had white contamination in the air and water channels. This occurred during maintenance. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.